Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor tried to fire the stapler, but it is jamming and not firing during use on the patient.

Event description:
It was reported that the doctor tried to fire the stapler but it is jamming and not firing during use on the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. An nc has been initiated by the manufacturing site to further investigate this issue. The device history reviews the product visistat 35r 6/box lot #73a2200161 investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no d efects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.